Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is no longer available. Additional narrative: the device was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause not identified. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to baxter healthcare that the end of the tubing near the blue winged cap/luer lock had broken off of one (1) ce intermate lv 250. No patient involvement is reported. No further information is available at this time.